Manufacturer narrative:
Post market complaint data reviewed and no adverse trend was observed. The root cause of the report of the product not sticking is not known. This sku is not sold in the united states but a similar sku, 97541 - inview standard it sold here. UDI information - the di information is known but the pi information cannot be provided since the exact lot number is not known.

Event description:
It was reported that for the last 6 weeks the end user's wife said the hollister inview male external catheter felt like different material. It was reported that they were not flat but were fluted and were not sticking at all. It was further reported that caused leakage of urine which burned the skin. Additionally, it was reported that they sought medical help, that the nurse prescribed steroid cream and will continue to monitor the end user regularly.